Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the ins recharger (insr) antenna was burning the patient¿s skin ¿like second degree¿ burns. The patient stated that they used the belt the first 3 times and then held it with their hand the 4th time. They stated they know the device is malfunctioning because the burn moved when they used their hand. They stated there was a ¿hot spot¿ on the insr antenna. They claimed they get burned in the first 20 minutes of recharging. The patient stated they are laying/reclining in a chair while recharging without any blankets over them. The patient also stated they are having coupling issues. They stated they would start off with 8 boxes and then in 2 minutes it would drop to 4 and then to 2 without them moving and it was taking them a long time to charge. The patient stated they could not charge anymore because they do not want to be burned. They reported there was no thermometer screen on the insr. The patient stated they saw a healthcare professional (hcp) yesterday about the burns and they prescribed lidocaine cream. A replacement insr and antenna were sent and the patient was advised to follow up with an hcp if this does not resolve the issue. The patient stated a manufacturer representative (rep) was notified of the burns and the rep stated they were notified a couple of weeks prior to this report. The rep further stated they were working to get the patient a new patient programmer (pp) and will be meeting with them to troubleshoot the burning. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the initial allegation as the recharger was administered an oven test and did not pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight in lbs is an approximate. Analysis results for the recharger (B)(4) were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that the new equipment sent solved the burning. They have only used the new unit once to recharge at the time of the report, it stayed the same, 1/2 battery charge took over 2 hours. No further complications were reported as a result of this event.